Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's right eye, due to dysphotopsia with halos and glare. The patient was reported as doing good following the lens replacement. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens was returned to the manufacturer for evaluation. The lens was inspected with magnification. The lens was cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis was not possible. The manufacturing record and related documents show that the production order was manufactured according to specifications. The in-line optical inspection data showed that the lens was within specification in terms of optical power. During the manufacturing record review of the production order for this serial number, no non- conformances or deviations were identified. A search on complaints related to production order was conducted and revealed that no other complaints for this order number have been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and warnings related to halos and glare. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.